Event description:
Patient called lfs in 2004 alleging the meter would only prompt a "blood reading as control" message. The patient reported no high or low blood glucose symptoms while attempting to test. The issue was not resolved with troubleshooting. The test strips and control solution were replaced for the patient. No further info has been reported.